Event description:
The vessel sealer had a warning message stating self-test failed and that blade may be exposed. The vessel sealer was no longer functioning, and a new vessel sealer was used. No patient harm.